Manufacturer narrative:
A quote was sent to the customer for evaluation of the device by philips. The customer declined service from philips. The device remains with the customer. No conclusion can be drawn.

Event description:
It was reported to philips the device was not coming on. There was no patient involvement.